Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator). Obstruction of the left ventricular outflow tract can be caused by patient factors (anterior mitral leaflet protruding into the lvot, septal bulge) or procedural factors (positioning of the valve frame within the annulus). Depending on the degree of obstruction, cardiac output and hemodynamic stability may be affected. Inaccurate deployment is generally a result of use error or a combination or patient and procedural factors. In some cases lvot obstruction could result in clinically significant hemodynamic compromise that may require explanation of the thv with surgical correction. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the lvot obstruction and subsequent hemolysis resulting in the patient death, was due to patient factors (protrusion of the septum in the lvot.) The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported, a 29mm sapien 3 valve was implanted within an edwards annuloplasty ring in the mitral position through transseptal approach. The valve in ring was performed with resulting mild pvl leak however, there was an lvot obstruction caused by a protrusion of the septum in the lvot. An alcohol septal ablation was performed to resolve this issue. The patient did well 24hrs hours post procedure but then developed hemolysis causing multiple organ failure and subsequently passed away.